Event description:
It was reported that a tip detachment occurred. The target lesion was located in the liver. A direxion hi-flo was selected for use. During the procedure, it was noted that the catheter's tip was completely detached. The device was simply pulled out and the procedure was completed with another of the same device. No fragment was left inside the patient. No patient complications were reported and the patient's status is stable.